Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic modified duodenal switch. Event description: dr. [Name] performed a modified duodenal switch using the voyant maryland single step device. During the case there were no issues and the device performed as intended. Surgeon contacted rep the morning following the case. Post op overnight, the patient developed a bleed underneath where the short gastric arteries are located and sealed/divided during the gastric sleeve portion of the procedure. The patient was taken back to the or and the bleed was repaired. Surgeon stated the bleeding was not along the staple line. Unknown device lot number. Product not available for return. Additional information was received via email on 11may2023 from account manager: there was no eschar buildup during the case, alarms, or anything exhibiting an abnormality during the case. The device is not being returned because it was discarded post op since there were no issues with the device or the patient during the procedure. The bleeding began after the case was over. Type of intervention: patient was brought back to the or and a bleed was discovered and repaired. Patient status: bleed was repaired.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic modified duodenal switch. Event description: dr. [Name] performed a modified duodenal switch using the voyant maryland single step device. During the case there were no issues and the device performed as intended. Surgeon contacted rep the morning following the case. Post op overnight, the patient developed a bleed underneath where the short gastric arteries are located and sealed/divided during the gastric sleeve portion of the procedure. The patient was taken back to the or and the bleed was repaired. Surgeon stated the bleeding was not along the staple line. Unknown device lot number. Product not available for return additional information was received via email on 11may2023 from account manager: there was no eschar buildup during the case, alarms, or anything exhibiting an abnormality during the case. The device is not being returned because it was discarded post op since there were no issues with the device or the patient during the procedure. The bleeding began after the case was over. Type of intervention: patient was brought back to the operating room and a bleed was discovered and repaired. Patient status: bleed was repaired.